Event description:
Caller states a (B) (6) pt received result of 74 mg/dl on the sensor system, and result of 52 mg/dl on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
This event occurred in (B) (6). This medwatch report is for the suspect device used in the sensor system (lot # and exp date unk). Ref medwatch report with (B) (6) for the suspect device used in the performa system.